Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was completed in the minimally calcified right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement procedure. The sutures of two proglide devices were successfully pre-placed. The successfully preplaced sutures were used after the interventional procedure but hemostasis was not achieved. Hemostasis was achieved by surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.